Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal mesh exposure on an unspecified date that required revision for ongoing problems with dyspareunia. The patient had further surgery with a partial excision of mesh and recovering of vaginal epithelium. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
Product complaint # ==> pc-000053823 additional information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.